Event description:
It was reported that a patient presented in clinic with their right ventricular lead experiencing high and out of range pacing impedance as well as a loss of capture. Intervention was planned, but none was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.